Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the analyst noted that the catheter was slit spirally (technique issue), with stress cracking visible leading up to the point of separation, and a tool mark visible on the shaft at the separation area. The catheter was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at the end of an implant procedure, while slitting the catheter, a piece of the catheter broke off. There were no patient complications reported as a result of this event.